Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implantation of the left ventricular lead, it was unsuccessful in cannulating the coronary sinus (cs) with all of the delivery tools due to patient's anatomy. The lead was not used, and was replaced with an epicardial lead. No patient complications have been reported as a result of this event.